Manufacturer narrative:
Certain® low profile one-piece abutments (ilpc442u) was returned for investigation. Visual evaluation of the as returned abutments identified signs of wear and debris in their drive features. Additionally, two abutments were fractured but no screw fragments were identified in the abutments' drive features. Functional testing could not be performed since some device was fractured. Pre-existing conditions noted on the per were bruxism and high bone density type I. The reported devices had been placed on tooth # 25 for an unknown period of time. Picture image of the packages was provided by the customer. The DHR was not available electronically for the subject lot number (2019120787) thus could not be further reviewed at the time of the investigation. A notification/request has been sent to manufacturing to pull the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Since the DHR was not available, a search in the non-conformance database for valencia lots (non-conformance list) was conducted with the lot number to discover any non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. Complaint history review was completed for the subject lot numbers (2019120787) and no other complaints were identified. Additionally, a year-long complaint history review by item number (lpcgsh) was performed for similar events and no complaint about nonconforming products was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur with abutment. However, based on the investigation, risk file review and IFU, the most likely cause determined from the investigation is patient factors due to parafunctional habits (bruxism) over the implantation period.

Event description:
No additional event information was provided.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Event date: not provided. Device not returned.

Event description:
It was reported that one-piece abutment (ilpc442u) fractured within the implant at tooth location 25. Inflammation was noted.